Event description:
It is reported that the tines fractured from the augment and the surgeon was unable to tighten properly. The surgeon attempted to use a smaller augment but wasn't happy with the fit. He elected to use the augment with the fractured tines and cement it into place.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.